Manufacturer narrative:
The date of event provided with initial report was incorrect. The correct date of event has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 46 mg/dl at the time of the incident. The customer was getting lows at night. The customer stated the infusion set had come loose during the night without them realizing. The customer was given a shot to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.